Manufacturer narrative:
The relationship between the pt anatomy and the pt tracker changed from the time of initial registration to sterile draping. The position of the pt tracker was not optimally placed as the jawline will allow movement since the skin is malleable. Instructions for use, state to place the tracker on firm prominences where it will not move. Software is functioning as designed. No further issues have been reported from the site.

Event description:
A site representative reported that during an axiem navigated cranial shunt placement, navigation was inaccurate approximately 1 cm superior and lateral. They had no issue registering and were able to confirm accuracy prior to navigation. After sterile prepping was completed, all instruments were inaccurate by approximately 1 cm. When the surgeon touched the tip of the nose, it displayed the probe near the eye. The pt tracker was positioned on the pt's mandible anterior to the ear. The surgeon chose to continue the surgery without use of navigation with no impact to the pt outcome.